Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had a motor stall due to an MRI. The MRI had taken place about an hour and a half prior to report and had lasted roughly twenty minutes. At the time of report, the stall had not recovered. The device system was infusing lioresal. Additional information had been requested.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).